Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was indicated for pe prophylaxis for upcoming bariatric surgery. Access was gained from the right common femoral vein, vena cavogram demonstrated patent bilateral renal veins, normal caval diameter and patent cava confluence. The filter was then deployed according to the IFU and was noted to be in good position. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. Approximately five months post filter deployment, an unsuccessful attempt was made to retrieve the filter. Vena cavogram demonstrated the filter to be tilted with the apex embedded. A snare and two wires on each side of the filter were unable to capture the filter. The filter was left in place, the sheath was removed, manual pressure and tissue adhesive was used to close the access site and the patient was transferred to the recovery room in satisfactory condition having tolerated the procedure well. Approximately 27 months post retrieval attempt, the patient experienced abdominal pain, right lower quadrant and flank pain. CT scan demonstrated the filter to be in place with the apex projecting just inferior to the right renal vein. Additionally, a 2 cm umbilical hernia containing fat and a 1 cm well-defined low density in the left kidney believed to likely be a cyst were also found to be present on the CT scan. Based on review of the medical records received, it was determined that the pain experienced by the patient does not correlate clinically with the filter. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was implanted prior to gastric bypass surgery. The filter was reportedly in good position below the renal veins. Approximately five and a half months after implantation, a retrieval attempt was performed. A venacavogram allegedly identified filter tilt. Allegedly the retrieval attempt was unsuccessful due to the positioning of the filter. Based on the medical record review, an unsuccessful retrieval attempt due to a tilted filter can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately five months post vena cava filter deployment for pe prophylaxis necessitated by an upcoming bariatric surgery, during scheduled retrieval, vena cavogram demonstrated the filter to be tilted with the apex embedded in the caval wall. Following attempts with a snare and two wires on each side of the filter were unable to capture the filter; the filter was left in place. There was no reported patient injury. Approximately 27 months post retrieval attempt, CT scan demonstrated the filter position to be unchanged. A fatty umbilical hernia and a probable cyst in the left kidney were also found to be present on the CT scan. No additional information was provided in the medical records received.

Event description:
It was reported through the litigation process that a vena cava filter was placed in in conjunction with or before bariatric procedure. Approximately five months post vena cava filter deployment for pulmonary embolism prophylaxis necessitated by an upcoming bariatric surgery, during scheduled retrieval, vena cavogram demonstrated the filter to be tilted with the apex embedded in the caval wall. Following attempts with a snare and two wires on each side of the filter were unable to capture the filter; the filter was left in place. At some time post filter deployment, it was alleged that filter struts perforated. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five months later post filter deployment, patient was planned for filter retrieval procedure. Patient was previously placed with meridian inferior vena cava filter in february. Through the right internal jugular vein approach, a wire was placed down into inferior vena cava without difficulty. The sheath for retrieval was placed distally to the filter and a vena cavogram was performed, which showed that there was no thrombus around the filter, but there was a tilt of the filter to the right side. The retrieval kit was used to attempt to loop the hook on the top of the filter but was unsuccessful presumably because this was scarred into the side of the inferior vena cava wall. A wire was placed on both sides of the filter and an attempt to get this to capture the hook was unsuccessful. At that point, nothing was performed, and the sheaths were removed. After three months, a computed tomography of abdomen and pelvis was performed for right lower quadrant abdominal pain. The study showed that inferior vena cava filter was noted in place and the apex of the filter was at the l1-l2 level. The base of the filter at mid l3 level. The apex of the filter projects just inferior to the right renal vein inferior vena cava junction. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.